Event description:
It was reported on an unknown date that at one of their hospitals they have had an plethora of trays begin peeling. The sterile processing department has taken note of this and flags the trays as being unsterile and unable to be sterilized until trays were replaced. Have attached the sets 6.5/7/3 cannulated screws in a quantity of 2. In addition to the cannulated screws, there were more sets in the file of this complaint that weren't able to be attached. The sets include: 2.4/2/7 va distal radius, tfna implants x2, tfna insertion , tfna opening/locking x2, orthopaedic cable, 4.5 va condy plates, 4.5 va condy instr. & screws x2, 4.5 va condy aiming instr. X2, lcp small fragment x3, 2.7/3.5 va elbow, and large ex-fix x2.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the shaft was deformed. No other issue was identified. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the 2.8mm threaded guide wire- trocar point 300mm would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.